Event description:
A malfunction alarm labeled malf 12 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer experienced at least three occurrences of the same malfunction and was advised by technical support to use multiple daily injections or possibly an old pump as a backup therapy while awaiting a replacement pump, which would be sent with updated software. Technical support confirmed the shipping details, provided instructions on returning the malfunctioning pump, and explained steps for using the replacement. The customer acknowledged and understood the instructions provided.